Event description:
A malfunction was reported by the customer, displaying the code malf 12. There was no adverse impact to the customer¿s blood glucose level. Cts provided information on resetting the pump and assisted the caller with the reset, ensuring the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the issue reappears, which the caller acknowledged and understood.